Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the display is broken.

Manufacturer narrative:
The device was returned and they could not duplicate the broken display but they did find the sieve bed to be saturated.

Event description:
Dealer is stating that the display is broken.